Event description:
It was reported that upon opening packaging of bd vacutainer® urine collection cup, open vials without covers were found. Product was not used so there was no patient impact.

Manufacturer narrative:
E.1. Initial reporter phone number:(B)(6). H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for missing component and open product were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes missing component and open product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.